Event description:
Customer reported via phone, all of the buttons on the insulin pump had intermittent or frequently no response. The device was not dropped or exposed to moisture. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to back up plan. Customer is returning the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent up and down button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a cracked belt clip slot.